Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department for elevated heart rates and "feeling off". An interrogation of the implantable cardioverter defibrillator (ICD) showed the device detected an episode in the ventricular tachycardia (vt) zone and delivered anti-tachycardia pacing (atp), however suspected atrial fibrillation (af) with rapid ventricular response was also observed on stored episodes, and the atp may have been inappropriate. The interrogation also showed the right atrial (ra) lead exhibiting potential undersensing on stored atrial tachycardia/atrial fibrillation (at/af) episodes, triggering false device-classified termination of at/at events in progress. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.